Event description:
A customer reported their c10-3v transducer had a tear in the acoustic lens, resulting in exposed metal. The transducer was associated with the epiq elite ultrasound system at the customer¿s site. The issue was discovered outside of clinical use, after cleaning. There was no patient or user harm associated with this event. The customer's complaint was addressed by initiating the service process to evaluate and replace the damaged transducer, however, the customer declined service. Philips has started an investigation, and upon completion, a follow up report will be submitted.